Manufacturer narrative:
The catalog number was updated to "unknown tibial insert" as the returned device is not a ts insert as initially reported. An event regarding pain involving an unknown insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection shows normal wear on the device. Overall the device is unremarkable. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as no product specific failure was identified. Conclusions: the cause of the reported pain could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
This was a revision of a left revision knee. Patient complained of knee not "feeling" right. Surgeon explored the knee and could not find anything wrong. Elected to drop down in poly thickness from a 16 to a 13mm insert. Original and revision surgeries were perform in another state by a different surgeon.

Event description:
This was a revision of a left revision knee. Patient complained of knee not "feeling" right. Surgeon explored the knee and could not find anything wrong. Elected to drop down in poly thickness from a 16 to a 13mm insert. Original and revision surgeries were performed in another state by a different surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.